Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia repair. A bard/davol perfix plug, reference number 0112760, lot number husl1080 (note: lot number not valid), was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an inguinal hernia repair. A bard/davol perfix plug, reference number (B)(4), lot number husl1080 (note: lot number not valid), was implanted to repair the hernia defect. (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with direct left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the direct space was quite weak, and a perfix plug was placed over the direct space and attached to the pubic tubercle. The mesh was then attached to the shelving edge of the conjoined tendon using sutures and the tails of the mesh were approximated behind the cord.¿ (B)(6) 2011 - patient was diagnosed with left groin pain thereby underwent open repair with the removal of old mesh. Per operative notes, ¿dissection carried down to the hard edge of the mesh. This was excised.¿ attorney alleged that the patient had abscess, adhesions, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, seroma, and emotional injuries. It was also alleged that the patient had foreign body reaction and experienced severe pain in pelvic area. Even though, mesh has been removed, patient had periodic pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of perfix plug, patient was diagnosed with left groin pain thereby underwent repair with the mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (corporate lot no, expiry date), d.6b, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.